Event description:
The customer alleged while the pt was disconnected from the ventilator, the ventilator stopped ventilating and did not alarm. There was a nurse in attendance at the time of the reported event. There was no pt harm or injury or change in therapy. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device and could not duplicate the reported event. However, the cse adjusted the compressor output within specs for an unrelated issue. The unit passed extended self testing. It is not verified that ventilator stopped ventilating and did not sound a failure alarm, and no malfunction may have occurred. There is no other info available regarding alarm limits at this time other than the apnea limit set at 20 seconds. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.